Event description:
Customer called baxter service ctr to report accuracy test failure with this 6060 pump. Customer reported accuracy tests were performed at 50 ml/hr. Pump did not meet accuracy requirement of +/-6% no pt involvement has been reported at this time. Pump will be sent to baxter repair ctr for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.